Manufacturer narrative:
The patient¿s age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to elevated lactate dehydrogenase (ldh) levels and signs that the left ventricle (lv) was not unloading properly. The pump speed was increased, and the patient was started on heparin. It was reported that the level of lv unloading improved. The patient's ldh was 1990 u/l and plasma free hemoglobin level was 4.8 mg/dl. On echocardiogram, the pump inflow and outflow velocities were not at baseline. On (B)(6) 2017, the pump speed was decreased, and the septum was midline. It was reported that the lvad power readings were elevated. On (B)(6) 2017, the pump was exchanged due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the driveline severed approximately 2.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. Evaluation of vad-(B)(4) confirmed the presence of thrombus. Vad-(B)(4) was returned disassembled with the driveline cut 2.5" from the pump housing and the distal portion was not returned. Examination of the blood contacting surfaces of the pump revealed a red tissue-like deposition that was located on the rotor within two of its blades. The deposition showed signs of denaturing suggesting the deposition was present during pump operation, however, the origin of the deposition could not be determined. The proximal side of the outlet stator revealed a tissue-like deposition. The deposition showed signs of denaturing suggesting it was present during pump operation, however, the deposition's lack of laminated layering suggests it did not develop at this location. Although a specific cause for the thrombus formations or the duration of their presence within the pump could not be determined, the depositions could have potentially contributed to the report of elevated ldh. Additionally, the deposition on the rotor body could have created additional resistance while the rotor was spinning, potentially contributing to the reported power elevations. No other depositions were observed. Examination of returned portion of driveline was unremarkable. Electrical continuity testing revealed no discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.